Manufacturer narrative:
Diagnostic/functional testing was performed on site by the field service engineer (fse). Results of functional testing indicate that there was only a speaker malfunction inop error message, but the speaker was able to produce sound. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Testing indicated that the suresigns vsi - nbp was functioning as intended. The message disappeared as soon as the audio test was passed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported the suresigns vsi - nbp has an audio failure. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.